Event description:
It was reported that whilst connected to the charging dock, the battery charger making sparking noises and the battery was not fully charged. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.